Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject loading unit. The subject loading unit was unloaded from the instrument without difficulty. Functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during closing of jejunostomy enterotomy creation of laparoscopic gastric roux-en-y procedure. The stapler cracked while firing and the surgeon did not feel that the device felt right. He pulled back and opened the stapler and loose open staples fell into the abdomen, some of the staples were retrieved however there would have been some loose staples still remaining in the patient¿s abdominal cavity. There is poor staple formation and the distal staple line is incomplete. There was difficulty unloading the reload and handle so they were left together. The staple line was completed using a new reload and stapler. The surgeon also had to oversew the staple line. The surgery was extended more than 30 minutes due to the product problem. No patient injury.